Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned. The balloon size for this product was printed on the balloon hub of the catheter and identified the returned sample as a 6.0 mm x 40 mm balloon. A circumferential balloon rupture was present 2.0 cm from the distal tip. The distal portion of the balloon was still attached to the catheter and was bunched in appearance and prolapsed over the distal tip, likely indicating retraction issues. The balloon rupture was examined under microscopic magnification (10x) and the edges were uneven, indicating that the rupture was not clean. The inner guidewire lumen was stretched and the proximal marker band was slightly dislodged from its original location, likely indicating that excessive force contributed to the event. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: functional testing could not be performed due to the condition in which the sample was received. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was confirmed for a circumferential balloon rupture and retractions issues based on the condition of the returned sample (i.e. Balloon sheared in half and prolapsed over the distal tip). The balloon rupture likely contributed to the retraction issues. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It was unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter s a single unit. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. Potential adverse reactions: additional intervention. Additional MFR narrative: date received by MFR, evaluation codes (B)(4). Common device name, device evaluated by MFR?, evaluation codes (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured circumferentially during the first inflation at 10 atm during use in a tight turn of an av anastomosis fibrotic vessel. It was further reported that during retraction the pta balloon catheter became allegedly caught on the introducer sheath and had to be retrieved as a single unit resulting in loss of access site. Reportedly, another wire and pta balloon catheter were used, through the same access site, to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured circumferentially during the first inflation at 10 atm during use in a tight turn of an av anastomosis fibrotic vessel. It was further reported that during retraction the pta balloon catheter became allegedly caught on the introducer sheath and had to be retrieved as a single unit resulting in loss of access site. Reportedly, another wire and pta balloon catheter were used, through the same access site, to complete the procedure. There was no reported patient injury.